Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous distal left circumflex artery. A 2.50x24mm promus element stent delivery system was advanced into the target vessel but it was unable to cross the lesion. After several attempts to cross the lesion, the distal edge of the stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.